Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that the screw broke while inserting it in the tibia tunnel, the tunnel size was 10mm and the screw size was 10mm and it was used a guide wire. No patient injury reported.